Event description:
It was reported that the pt came to the ER unresponsive and responded to narcan. Pt had a "morphine pump" and reporter wanted to know how to turn it off. Advised to call company rep or to empty the pump. Reporter was called and informed that the pump was primarily used for spasticity and likely had baclofen as the primary drug but could have had other medications as well. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).